Manufacturer narrative:
Clamp arm detached and missing. Evaluation summary: the analysis results found that the device was returned with the clamp arm detached and missing. Each device is visually inspected and functionally tested prior to shipment and damage of this magnitude would have been detected during this inspection and testing. We have documented the circumstances as they were reported to us. In addition, complaint info is trended on a regular basis to determine if further investigation is warranted. The batch history records were reviewed with no anomalies noted during the manufacturing process.

Event description:
It was reported by the customer the doctor was performing a lower anterior resection, when he noticed the hinge of the clamp arm on the device was loose and wasn't allowing the clamp arm to close. The device was removed from the pt and a pair of graspers were used to grasp the loose clamp arm away from the pt. The case was completed with another device with no pt consequence.